Event description:
Continuumrx is a home infusion pharmacy. We supply medications to administration in the home. We received a call from a client's caregiver that there was a particle/substance in the syringe of antibiotic medicine that they received from us. We retrieved the syringe and sent it off for identification and testing.